Event description:
It was reported to nova biomedical that a consumer received a result of 74 mg/dl on their blood glucose meter. The consumer immediately performed another test using the same meter and strips from the same vial getting the following result of 35 mg/dl. According to the consumer, she administered an unknown amount of insulin based on the reported results. During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before using their initial test strips as instructed in our directions for use. While on the phone, a control solution could not be performed because the consumer did not have any nova max control solution.

Manufacturer narrative:
The meter and test strips will be returned for evaluation. Test strip lot #1020214204; expiration date: 07/2016; control solution lot: none. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow up report will be filed.

Manufacturer narrative:
The consumer's complaint could not be confirmed. Analysis of the returned nova max plus blood glucose monitor and blood glucose test strips performed as intended. All performance results obtained revealed the device and strips met all test specifications. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications.